Event description:
It was reported that during a da vinci si low anterior resection procedure, the monopolar curved scissors instrument broke. After removing the instrument from the patient, a small piece was observed to be missing. The surgeon visually inspected the patient's abdominal cavity and was unable to locate the missing piece. The initial reporter indicated that the surgeon was satisfied that the missing instrument piece did not remain inside the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension is broken and missing a piece at the proximal clevis interface. Additionally, the clevis is dislodged from the tube extension. It was determined that the tube extension likely broke as a result of excessive side loading. No other damage was found.